Event description:
Olympus was informed that fourteen pts tested positive for bacterial micro-organisms after having undergone a diagnostic bronchoscopic procedure. The positive cultures were klebsiella pneumoniae (cre) and pseudomonas aeruginosa (pan s). It was reported that the scope has repeatedly tested positive for cultures after reprocessing. The device was removed from service on (B)(6)2014. It is also noted that the scope has been repaired by a third-party vendor. Olympus followed up with the user facility and a on-site visit will be scheduled to perform a boroscope on the scope. The user facility has agreed to send the device to an independent laboratory for further testing once this has been completed. No further info has been provided.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for eval. The exact cause of the pt's experience could not be conclusively determined at this time. A supplemental report will be submitted if add'l info and significant info becomes available at a later time. Please cross-reference the following reports for the associated thirteen complaint cases: MFR reports#'s: 2591238-2014-00629, 2591238-2014-0651, 2591238-2014-00652, 2591238-2014-00653, 2591238-2014-00654, 2591238-2014-00655, 2591238-2014-00656, 2591238-2014-00657, 2591238-2014-00658, 2591238-2014-00659, 2591238-2014-00660, 2591238-2014-00662, 2591238-2014-00663.